Event description:
It was reported that the 6800 system shut down during a case. The system would intermittently not boot up, and there was a problem with the printer. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, software, and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended, and put back into service.